Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue. Physio did not observe any power discrepancies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would power off and off by itself. According to the customer this condition occurred multiple times. There were no further details provided to physio regarding this issue. There was no patient use associated with the reported event.